Event description:
It was reported that when the footswitch cable is moved, it causes a footswitch error on the generator during an unk procedue. A second footswitch and cable were used to complete the case with no pt consequence.